Event description:
Brown particles found on the raytec sponges in the o&m neuro dbs (deep brain stimulation) pack. In addition, both plastic graduates were warped and unusable and the sharps box had adhered to the stapler. Back table torn down, new case cart called for, resulting in a turnover delay.